Event description:
Vnt033 lost all ventilator function and gas module functionality during case. Biomed tech, after troubleshooting, requested a reboot on the machine. Rebooting the machine fixed the failure state and case was completed. Anesthesia machine was removed from service and ge dispatched to repair. MFR service report indicates a control board failure. Control board was replaced manufacturer response for cs2 anesthesia machine, ge cs2 anesthesia machine (per site reporter). MFR service report indicates a control board failure. Control board was replaced.